Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons responded intermittently. Insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.